Event description:
It was reported that the patient had expired due to cardiac arrest. No allegations or complaints have been made against the implantable pulse generator or leads. Additional information has been requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.